Event description:
A male patient, (B)(6), born on (B)(6) 1942 and on peritoneal dialysis experienced a peritoneal dialysis catheter malfunction that caused peritonitis. The patient was admitted to the hospital on (B)(6) 2016 and discharged the following day. His peritoneal dialysis catheter was flushed with 100ml of fluid and was functioning afterwards as he was able to do exchanges. The patient had a few days earlier found his catheter had become disconnected and he also had drain issues. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).